Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The rse provided a quote for diagnostic service, however, the customer did not accept the quote. Therefore, we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time.